Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. A closure device deployed in the laa did not meet release criteria and was being recaptured. When a contrast shot was done, a pericardial effusion was noted. The procedure was cancelled and the closure device was fully recaptured and removed. The patient was monitored for about an hour. The 1 cm effusion maintained size and had not grown. The physician gave protamine to the patient, but they did not perform a pericardial tap. About an hour later, however, the effusion had grown. The patients blood pressure had started to drop and their heart rate had gone up, so the physician decided to perform the pericardial tap. They tapped the patient and removed a full 280cc. The patient recovered and was doing fine when they were discharged home.